Event description:
The pt had surgery for aortic valve replacement. Postoperatively the pt was administered procainamide that was infused via pump. The total volume to be infused was entered for the rate of infusion. The pt was taken to dialysis to remove medication from her system. The pt died three days after the event.